Event description:
Customer reported an intermittent communication loss between the panorama central station and ambulatory telepacks, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated antenna system for proper operation. Communication was reestablished after the system was rebooted. System was tested to factory's specifications.